Manufacturer narrative:
(B)(4).

Event description:
It was reported that the needle was missing. The sensor was inserted into the back of the upper arm on (B)(6) 2026. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.